Event description:
In 2005 I, have a double hernia operation, of which I developed a infection and a rash from my testicles to upper breast with high fevers after 18 months, still have problems. Product used was/is marlex prolene mesh mfg epicon mesh 3x6 lot# tje431.